Event description:
It was reported by service report that the brake/steer pedal is stuck and will not go into brake mode. It is unk if there was pt involvement, however, no adverse consequences are reported.